Event description:
The physician was attempting to use a sprinter legend pta balloon. The device was inspected and prepped prior to use with no issues noted. No abnormality noted during inspection and preparation of the guide catheter prior to use. During advancement through the guide catheter (no resistance encountered) the shaft came away from the hub. No excessive force used during delivery. No clinical sequelae reported. Evaluation summary : analysis of the returned device showed a break on the hypotube shaft. The break on the shaft was located 0.5mm distal to the strain relief. The distal and proximal edges of the break were jagged and uneven. There were no other kinks noted along the catheter length.

Manufacturer narrative:
Evaluation: results: deformation problem- break on the hypotube shaft, related to operational context - event most likely procedural related, no issues noted during device inspection and preparation prior to use; evaluation: conclusion: operational context caused or contributed to the event-event most likely procedural related, no issues noted during device inspection and preparation prior to use. (B)(4).